Event description:
It was reported that, "when the surgeon was clamping the a/r femoral cutting guide #8 by using the fixation (towel) clamp, the clamp was broken. The fragment was removed from the clamp."

Manufacturer narrative:
Evaluation summary: the result of investigation indicates that device fractured due to extreme overload condition most likely due to clamping a hard object. This event is neither materials nor manufacturing related issue.